Event description:
The facility reported an infusion pump with an 808:07 failure code that was found during the clinical engineer's testing. The clinical engineer stated that the failure did not occur during patient use, there has not been a report of patient incident involving this pump since the last baxter service event, and no tubing or medication were being used.